Event description:
A peritoneal dialysis (pd) pt reported problems with her cycler to technical services and was unable to complete her pd therapy. The pt stated that she was advised by her physician's answering service to continue her dwell and stay full. The pt reported that she felt heaviness and had extreme stomach pains and had peritonitis. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.